Manufacturer narrative:
(B)(4). The customers reported condition of a pump with failure code 804:26 was not confirmed by service. The cause of the reported condition was not determined. The pump was not returned for evaluation; there were no repairs made to this device. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 804:26; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown there was a patient involved; it is unknown if there was patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.